Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and an unspecified bard/davol ventralex (device #2) on (B)(6) 2013. Attorney alleges unspecified injuries on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and the ventralex (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with right inguinal hernia and incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 1) for right inguinal hernia and ventralex mesh (device 2) for umbilical hernia. Per op notes, "right inguinal hernia was noted, a 3dmax mesh (device 1) was placed to the abdomen over the inguinal floor using tacks. The umbilical hernia sac was dissected away, a ventralex mesh (device 2) was placed to the abdominal wall using sutures." On (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with the removal of mesh (device 1 and 2) and lysis of adhesions. Per op notes, "adhesions were lysed. Noted obstruction from adhesions of the mesh. There is some scarring on the small bowel. Identified the mesh has folded down and contracted all the way down to the right pubic tubercle. Dissected the mesh and the adhesions away from the cord. A synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul -2013) is considered to be the best estimate. Updated data: a2 a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g1, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the 3d max mesh (device #1). An additional supplemental emdr was submitted to represent the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and an unspecified bard/davol ventralex (device #2) on (B)(6) 2013. Attorney alleges unspecified injuries on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and the ventralex (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."